Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and a working wall outlet. There was no adverse impact to the customer's blood glucose level. Customer was instructed to leave wall adapter plugged into a confirmed working outlet for at least 30 minutes, after which pump began charging and there was no shutdown or loss of function, so no further assistance was required.